Event description:
It was reported that the patient presented for a device implant procedure. During procedure, the right atrial lead exhibited high pacing impedance and high capture threshold. The lead was replaced during the procedure to resolve the issue. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events of high pacing lead impedance and inadequate capture were not confirmed. Final analysis found the complete lead was returned in one piece with a stylet inserted. Visual inspection and electrical testing were normal with no anomalies found.